Manufacturer narrative:
(Plant investigation) plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. A system air leak test failed due to not building pressure because of a disconnected air bag tubing. The cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. A system air leak test failed due to not building pressure because of a disconnected air bag tubing. The cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving m71.1 - pressure leak during dwell 3. The fresenius technical support representative advised the patient to cancel the treatment and upon powering back on the cycler received m01-21 system warning. The patient also reported a burning smell that occurred yesterday upon powering the cycler on. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Additional information was requested, however, to date a response has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.